Manufacturer narrative:
.

Event description:
Provider states that when the charger was plugged into a wall outlet that a spark came from the plug and smelled a burning rubber type scent. Provider states they unplugged the charger when the scent was detected. The chair was turned on when plugged in to charge.